Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device shutdown during patient transport while on battery power. The device restarted and showed as having full battery. It was reported that the alleged failure was observed while in use on a patient. However, no adverse patient impact was reported. The device was only used to monitor the patient there was no report of therapy.